Event description:
The customer has reported that the scm12 control module was giving error code l3-021 and l3-017. There were no interruptions in the biopsy. No pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The vso vacuum system was also required to be replaced, the device was functionally tested, met all product requirements and returned to the customer.